Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on june 8, 2018 with blood glucose of 59 to 74 mg/dl at the time of the incident. The customer was given glucagon and d50 to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer lost their transmitter and needed assistance with turning off alarms. The caller attributed the low to not having the sensor and being out of auto mode. The caller also believes the customer's basal settings are too high. The insulin pump will not be returned for analysis.